Manufacturer narrative:
Evaluation summary: performance testing was completed without issue. No physical damage was found during the visual inspection. Additional manufacturer narrative: the cable can reasonably be exempted as a possible contributor to the customer¿s complaint. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as there was no evidence of any failure of the device to function appropriately.

Manufacturer narrative:
This device is a type of edwards truwave cable which is sold in (B)(4) only. The specific brand name in (B)(4) and model number are currently unknown. Additional information: inaccurate hemodynamic readings, without any type of alarm, could lead to inappropriate patient treatment. In this case, it was not reported whether there an alarm occurred. There is also no evidence of any patient compromise as a result of the inaccurrate values. Unfortunately, the reported event cannot be confirmed without the subject device. The cable is expected to be returned for evaluation; however, it has not been received at this time. If the device is returned, a supplemental report will be submitted with our findings. No further actions at this time.

Event description:
It was reported the displayed values were incorrect. After that, the customer retried to zero adjustment but it was not performed. The cable was replaced and the symptom was improved. The specific detail of the incorrect value is unknown. It is also unknown whether any alarm or error message was displayed. No report of any patient injury or improper treatment due to the inaccurate values.